Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Contralateral approach was obtained. The 80% stenosed lesion was located in the moderately tortuous left external iliac artery. The physician advanced a non-bsc guide wire and 4.0mmx40mmx135cm sterling balloon to the target lesion. The sterling balloon was inflated to 6atms and ruptured on the first inflation. Two minutes after the rupture, the physician noticed contrast media leakage. The physician removed the sterling balloon. The procedure was completed with a different sterling balloon catheter. No patient complications were reported and the patient's status was good.